Manufacturer narrative:
Evaluation summary: the reported condition of channel select button does not work when pushed was confirmed due to a channel a internal keypad circuit trace disconnection. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)

Event description:
The customer reported that a radio frequency lung ablation was performed on the patient in 2009. In cts and xps taken immediately after the operation and the next morning, nothing was found wrong. However, 30 hours post operatively, the following day, the patient complained of chest pain. Although a CT was immediately taken and pneumothorax was found, the patient died of cardiopulmonary arrest soon after that.

Event description:
On october 23, 2009, the facility?s purchaser reported to baxter global technical services that on (B) (6) 2009, one colleague cx triple channel volumetric infusion pump in which the row a (channel a) channel select button does not work when pushed. It is unknown when this event occurred, but was reported to have occurred in the intensive care unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
It was reported that the device was explanted after an implant duration of approximately 153.7 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. (B) (4)